Event description:
The baxter interlink tube had a slit in it and the doxil spilled out of it.

Event description:
Add'l info rec'd from MFR 5/14/04: lack of the actual device and lot info limits further investigation.